Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. Impella was inserted without issue but after suturing the blue butterfly they got purge pressure high alarm followed by purge system blocked alarm. It was advised to change the purge cassette and tubing and when they did the alarm resolved. No further issues after that. There was no patient harm.

Manufacturer narrative:
D6b revised explant date as it was entered incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 added type of investigation code that was omitted from the initial report that was submitted.

Manufacturer narrative:
The completed investigation was completed and no product was returned for evaluation. Purge pressure high: clinical details noted that a "purge pressure high" then "purge system blocked" alarm was noted shortly after pump insertion. Purge cassette was changed and alarm resolved. Data logs were reviewed and rt log at beginning of case showed a rise in purge pressure over approximately 9 minutes. Purge flow ticks also became stalled. Rt log at time of purge pressure rise shows momentary shift in motor current and saturated flow at beginning of purge pressure rise with placement signal spike to 3000. As purge pressure initially starts to decrease prior to purge cassette change, motor current loss of pulsatility and momentary pump saturation with again placement signal spike to 3000. Once purge cassette change procedure was completed, purge pressure quickly resolved. The cause of the high purge pressure could not be determined as no product was returned and no clear pattern of failure based on the returned data log analysis. Device history review: the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a phr inspection.